Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading was 351 mg/dl. It was stated that the events leading the customer's admission was vomiting, nausea, and ketones. Troubleshooting was declined. The call was transferred to the father, and he stated that the customer was fine before bedtime. The customer woke up vomiting, and his glucose level was 354 mg/dl. The father stated that the customer was experiencing unexplained high glucose for the past ten hours. It was stated that the customer was treated with the insulin pump and 8.0 units of insulin thru an insulin drip. The programming, time, and date were correct. The fixed prime test was not performed because supplies were not available. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.